Manufacturer narrative:
Ppae (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided for h6 (component code, investigation findings, type of investigation, and investigation conclusions) corrections has been updated to d4 (catalog and serial number).

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in an 18-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The impella had to be removed due to limb ischemia. The treating physician noted that the vessels were very small, which contributed to the development of ischemia. The patient survived to explant. The ischemia may be associated with access-site vascular compromise in the setting of small vessel caliber, critical illness, and large-bore femoral arterial cannulation.